Event description:
When dr activated cautery for first time during procedure, it sparked and ignited a 4x4 blue gauze pad. Dr quickly removed pad and extinguished the fire, so no injury to pt. Risk management advises hurricane spray was used, which contains alcohol and is combustible, however, surgeon is not sure whether the spray or something else caused the cautery to spark; he states he has seen cauteries spark before in the or. They will be filing an MDR, since this is a reportable event.

Manufacturer narrative:
Through subsequent conversations, the reporting party indicated that risk management at the user facility attributed the event to the use of hurricane spray, which is flammable. The device named in the event was discarded into a sharps container. Risk managers did not allow the reporting party to retrieve the device for investigation. Although photos were said to be available, the risk managers indicated that they would not be released. During the last conversation, it was unclear whether the facility was committed to file a mandatory medwatch. They stated that they would not be releasing such a form to aaron medical.